Event description:
During use of the iab, the waveforms were dampened. Flushing the catheter did not improve the waveforms. Also, blood was noted in the tubing. The pump gave a helium loss alarm, and shut down. The pt then suffered a stroke. The hosp speculates that there might have been a helium embolus.